Event description:
During a cataract extraction procedure, the phaco handpiece being used would not work correctly when two of these needles were connected. The handpiece worked correctly when the third needle was connected. The handpiece was not a co handpiece.